Event description:
It was reported that a user experienced bluetooth connectivity problems between a dexcom g7 sensor and the ilet, resulting in failure to pair to the ilet while readings continued on the g7 app; troubleshooting included toggling g6/g7 settings, restarting the ilet, verifying an initial pairing code, and entering a new pairing code, with education to allow time for reconnection. Symptoms included no cgm readings on the ilet. Outcomes included no effect on blood glucose levels and no medical intervention. Investigation included review of device alerts and guided connectivity troubleshooting steps. Investigation of this case revealed a communication and pairing failure localized to cgm-to-pump bluetooth connectivity without evidence of sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient pairing issue related to bluetooth communication.